Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous proximal right coronary artery. The 5.00x8mm nc quantum apex mr balloon was inflated three times (1st inflation 12atms, 2nd inflation 14atms, 3rd inflation 14atms) and ruptured on the third inflation. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the inner shaft was kinked near the distal end of the proximal markerband and both ends of the distal markerband. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous proximal right coronary artery. The 5.00x8mm nc quantum apex mr balloon was inflated three times (1st inflation 12atms, 2nd inflation 14atms, 3rd inflation 14atms) and ruptured on the third inflation. The procedure was completed with another device. No patient complications were reported and the patient condition is good.

Manufacturer narrative:
(B)(4).